Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient therapy controller (ptc) displayed a message to set-up the device when the patient attempted to perform a bolus. The patient had the ptc reconfigured the following day. The device will not be returned.